Event description:
It was reported that prior to a laparoscopic sigma procedure, there was no function. A hand piece error code was on the display during the test. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received with the coating material of the housing flaking off. The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.